Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level, value was not provided, and high ketone level that was not identified as dangerous by a healthcare provided. Cause was unknown. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released a few hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.